Event description:
Healthcare professional (hcp) reported one incident of a blood leak with the psn 210 dialyzer. Incident occurred at the start of treatment and was noted by the phoenix hemodialysis machine's blood leak alarm. Blood leak was confirmed visually in the dialysate and with positive hemastix. Estimted blood loss was reported as 250 cc to 300 cc as a result of not returning blood from the extracorporeal circuit to the pt. Treatment was resumed with a new psn 210 dialyzer of the same lot and completed without incident. No pt injury or medical intervention was reported per hcp.